Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she changed the infusion set prior to the hospitalization, but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.